Event description:
It was reported that the user did not perceive receiving low blood glucose alerts on the pump, though the alarm history showed low alerts had occurred and the user acknowledged dismissing them; the user treated a low glucose and recorded 63 mg/dl on sensor with a post-treatment fingerstick of 112 mg/dl, and education was provided that low alerts mute for 15 minutes to allow treatment and to confirm recovery with a fingerstick. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no additional findings and the cause could not be established. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.